Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that insulin pump had partial display. The customer's blood glucose level was unknown. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments or partial display due to cracked lcd zebra connector.